Manufacturer narrative:
A visual examination of the returned capio opc revealed that the carrier section was damaged. The handle was also found broken. Moreover, suture's bullet was found inside the cage. The product analysis was performed and the failures encountered are evidence of manipulation. Furthermore, the circumstances under which the carrier was damaged and the bullet was stuck in the cage cannot be determined based on the information available and the product analysis performed. Taking into consideration these factors a definitive root cause could not be identified. Therefore, the most probable root cause will be documented as undeterminable.

Event description:
This report pertains to a capio open access device which was returned for MFR report # 3005099803-2014-00800. The customer was unable to confirm when this device was used or how it failed. Initial investigation of the returned device revealed the bullet of the suture was located behind the catch of the capio suturing device. The event of a detached suture/bullet is reportable. An investigation is in process and any additional relevant information will be provided in a supplemental MDR.

Manufacturer narrative:
The device upn and lot number were not provided; therefore, the lot expiration and device manufacture dates are unknown. Problem of needle detachment.

Event description:
This report pertains to a capio open access device which was returned for MFR report # 3005099803-2014-00800. The customer was unable to confirm when this device was used or how it failed. Initial investigation of the returned device revealed the bullet of the suture was located behind the catch of the capio suturing device. The event of a detached suture/bullet is reportable. An investigation is in process and any additional relevant information will be provided in a supplemental MDR.